Event description:
Reporter alleged obtaining a discrepant blood glucose result of 75 mg/dl back to back with a result of 147 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that he took his normal 1000mg of metformin after obtaining the last result. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.